Event description:
(B)(6) year old woman who is status post bilateral breast augmentation with submuscular implants done years ago. Now presents with deflated left saline implant. Admitted to asd for removal and replacement of lift saline breast implant augmentation.